Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times before the screen turned on. At the time of the reported event the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was in the 250s mg/dl range. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.